Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display is white and there is no information on the screen. There was no adverse patient impact reported.